Manufacturer narrative:
Medwatch form: mw5152948. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report mw5152948 received that states "barb of amplatzer amulet device extended through epicardium of left atrial appendage and caused erosion into pulmonary artery, with subsequent hemopericardium and death." It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was implanted. The patient later had a pericardial effusion. It was noted that one of the tines of the device had extended through the epicardium of the left atrial appendage and caused damage to the pulmonary artery. The patient experienced subsequent hemopericardium and died on (B)(6) 2024.

Manufacturer narrative:
An event of atrial fibrillation and pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. A medical review of the reported event was performed and revealed that "the complaint form alludes to either attempted surgical rescue or post-mortem analysis identification of stabilizing anchor injury to the pulmonary artery as the etiology of the patient¿s pericardial effusion, tamponade and subsequent death, however documentation of such analysis was not received. No imaging of the procedure or subsequent events was provided. Without such imaging it is not possible to determine whether this event should be attributed to the device or to utilization outside of the amulet IFU." Based on the information received the cause of the reported event could not conclusively be determined.

Event description:
User facility medwatch report mw5152948, or (B)(4), received that states "barb of amplatzer amulet device extended through epicardium of left atrial appendage and caused erosion into pulmonary artery, with subsequent hemopericardium and death." It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was implanted using a 12f amplatzer torqvue 45x45 delivery sheath. The patient was in atrial fibrillation during the procedure. The left atrial pressure was greater than 12mmhg. Heparin was administered, and the activated clotting time (act) level was 352 seconds. The transseptal puncture was inferior and mid. The device was partially recaptured once prior to being implanted. There was no difficulty implanting the device. The patient later had a pericardial effusion. It was noted that one of the tines of the device had extended through the epicardium of the left atrial appendage and caused damage to the pulmonary artery. The patient experienced subsequent hemopericardium and died on (B)(6) 2024.

Manufacturer narrative:
Na.